Event description:
It was reported that this right ventricular (rv) lead was capped and replaced on (B)(6) 2019 due to noise with electromagnetic interference (emi) and high pace impedances greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).